Manufacturer narrative:
Product ID: 8590-1 lot# n316647, implanted: 2012 (B)(6), product type accessory product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8840 lot# serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had a refill on monday (B)(6) 2013 and the healthcare provider (hcp) forgot to update the reservoir volume. The pump was currently alarming and telemetry confirmed a non-critical alarm due to low reservoir volume reached. The caller was to update the pump to the current reservoir volume. No patient symptoms reported. The device system was used to deliver baclofen. It was later reported that the patient was met with and troubleshooting was performed. The caller stated "everything is fine".